Manufacturer narrative:
Attempts are being made to obtain the sample and additional information regarding this incident. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The connection between dtx sensor and zero stopcock broke while in use of aspirate syringe.